Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet stuck inside the left ventricular lead and when attempting to remove the stylet, the lead was damaged. The lead was no longer used. No patient symptoms were reported.